Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
When using an advanta v12 covered stent the balloon did not deflate completely, it became unloaded from the launcher and got stuck in the 7fr desilet. The defective device was recovered.

Manufacturer narrative:
In regards to complaint (B)(4) the details indicate that the balloon did not fully deflate and separated from the catheter shaft upon withdrawal back into the introducer sheath. The details in the correspondence with the institution indicate that the balloon was not confirmed to be fully deflated under fluoroscopy prior to withdrawal, but was deflated until there was no more bubble train. The details indicate that a 50/50 contrast ratio was used. The device was not returned. A review of applicable device history records was conducted. There were no nonconformances noted during any of the device builds and no indications of any manufacturing defect that could have contributed to the issue. Based on the details of the complaint and investigation conducted, it is likely that this complaint is of the same root cause as that identified in ongoing CAPA 429004, such that it is likely that the balloon was not allowed sufficient time to deflate prior to withdrawal of the balloon and/or was not visualized to be fully deflated under fluoroscopy. When there is fluid still remaining in the balloon, when the catheter is pulled back into the sheath the fluid gets pushed to the distal end of the balloon creating a plug at the end of the sheath. If too much force is applied the shaft will stretch and break near the proximal balloon weld and/or the manifold hub. It is for this reason that the most probable root cause is operational context. A secondary root cause is design, based on the findings of CAPA 429004, as with the use of contrast, the advanta v12 deflation time can take longer than the 40s as specified in the IFU (based on the use of water) for larger size balloons. CAPA 429004 is currently in the implementation phase and this issue has been evaluated under hhe 2021005 and is associated with recall number z-1076-2022. H3 other text: not returned.

Event description:
N/a.

Event description:
When using an advanta v12 covered stent the balloon did not deflate completely, it became unloaded from the launcher and got stuck in the 7fr desilet. The defective device was recovered.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Additional information: d4.